Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The accessory was analyzed and was found to have axially aligned gouges on the outer surface of the tip cover. There was no material found missing. There was also a tear to the mouth of the tip cover accessory.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was noted to be loose and could come off during use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: grounding pad was placed on patient. There was no defect on grounding pad. No arcing was found. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of orange surface was visible after the mcs tip cover accessory was installed. Installation tool was used. No damage was noted to tip cover.